Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, during a rhinoplasty procedure, when the needle crossed the synpor square sheet, it was observed that the plate had broken off. The surgeon changed to another one to continue the surgery. Delamination of the rough surface and smooth surface were noted, and some particles fell off. There were no adverse consequences to the patient and no surgical delays. This report involves three (3) synpor square sheet-sile 50x50/0.8 thick. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs attached to the notes and attachments section. Visual analysis of the photo revealed that 08.510.120s, synpor square sheet-sile 50x50/0.8 thick had delaminated. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was confirmed for 08.510.120s, synpor square sheet-sile 50x50/0.8 thick. The root cause of the complaint condition can be confirmed due to the manufacturing issue. CAPA-011227 was opened for this condition. Device history part #: 08.510.120s, lot #: ds7006560, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 01 feb 2021, expiration date: 01 jan 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synpor square sheet-sile 50x50/0.8 thick was found to be delaminated across several sections of the sheet. Additionally, only a fragment of the device was returned. The returned fragment presents stains of a brown foreign substance. A dimensional inspection for the synpor square sheet-sile 50x50/0.8 thick was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the synpor square sheet-sile 50x50/0.8 thick. CAPA was opened to address this as a design enhancement to the product. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.